Event description:
It was reported that "guide wire defective. No harm to the patient. Set was exchanged."

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly without the cap, a 3-l catheter and other various components for evaluation. The guide wire was unraveled. Visual examination revealed the guide wire is unraveled from the distal weld and had one distinct kink near the distal portion of the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The proximal weld was attached. The kink in the guide wire body was measured at 509mm from the proximal end. The broken core wire measured 598 mm in length , which is not within the specification of 678-688mm. However, due to the distal bend still being intact and the guide wire still connected all the way through the proximal weld, no pieces of the guide wire are missing. The outside diameter of the guide wire was measured and was found to be within specification. The undamaged proximal end of the guide wire was able to advance through a lab inventory 18ga introducer needle and arrow raulerson syringe with minimal resistance. The distal end could not be tested due to the damage. The returned proximal end of the guide wire was attempted to pass through the returned catheter, the guide wire was able to pass through with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the distal weld. There was also a distinct kink towards the distal end of the wire. Dimensional inspection revealed the guide wire to be outside of specification indicating that it is not the guide wire included in the kit reported. A device history record review was performed based on sales history with no relevant findings. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg (spring wire guide) unraveled in use.

Event description:
It was reported that "guide wire defective. No harm to the patient. Set was exchanged."